Event description:
The physician intended to implant a 3.5 x 15 mm integrity rapid exchange (rx) coronary stent to treat a lesion in a patient. The target lesion exhibited medium tortuosity, calcification and 60% stenosis. The target lesion was pre-dilated twice up to 12 atm's. Resistance was encountered advancing the device to and across the target lesion and force was used in an effort to advance the device. The device was removed from the patient and stent struts were observed to be damaged. The device had been inspected prior to use with no abnormalities noted. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 8th and 9th proximal stent segments were raised and deformed. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (calcification, resistance encountered advancing the device across the target lesion). Failure to follow instructions (force used in an effort to advance the device). Conclusions: device failure/lack of effectiveness related to patient condition (calcification, resistance encountered advancing the device across the target lesion). User error contributed to event (force used in an effort to advance the device).